Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported that her meter kept prompting the error 4 message. She had tried several vials of strips and control solution, but still kept getting the error 4 message. She had visited the ER aout four nights ago due to blurry vision and being a little thirsty. Her blood glucose level was tested with a result of 150 mg/dl on the hospital meter, which does not reflect any serious injury, she was not given any treatment. During troubleshooting, it was verified that her testing technique was correct and that the conditon of the test strips was good. There is no further clinical information provided. This case is reported as a meter malfunction since the issue was not resolved.